Event description:
It was reported that customer experienced a high blood glucose event that led to an emergency room visit and hospital admission, with ketones present but not identified as dangerous and no injury or permanent damage noted. Customer¿s highest reported blood glucose level related to event was 450 mg/dl. Customer received intravenous saline and insulin in hospital, but this treatment did not fully resolve issue. Customer was released on (B)(6) 2026. Customer requested a supplies and system check, and technical support identified incorrect personal profile settings as likely cause, assisted with updating settings, and closed interaction with no further assistance required.